Event description:
It was reported that error 1148: "power supply error please restart system" displayed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
This console was serviced at the customer's site. The field service engineer (fse) could not duplicate the reported failure, therefore, the reported allegation could not be confirmed. Based on all available information, the most probable cause was determined to be no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that error 1148: "power supply error please restart system" displayed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.